Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that when the surgeon was about to implant a pcb00 intraocular lens (iol) the loading was normal but there was more resistance than usual when screwing the iol through the injector. Further clarification was provided that there was a normal amount of healon used in the cartridge, but there was more resistance when implanting. The iol was implanted into the patient's eye however when it unfolded a crack was observed that would affect visual function. The incision was enlarged to 3mm, the iol was cut in two and explanted and new iol was implanted in the bag. There was no patient injury other that delay in the surgery and a larger incision.

Manufacturer narrative:
(B)(4). Only the intraocular lens was returned to the manufacturer for evaluation and half the lens was received. Visual inspection, using a microscope at 10x magnification, showed viscoelastic residues on the lens and the reported claim was verified manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on product history complaints revealed no product deficiency was found. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the preloaded delivery system. All pertinent information available to abbott medical optics has been submitted.